Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitor (cgm) sensor had been inserted recently and the ilet displayed a dosing stopped alert; upon guidance, the first scan attempt produced a scan error, and the second attempt successfully scanned the sensor. No adverse clinical symptoms reported. Outcomes included no reported impact to health and no hospitalization. User support included troubleshooting and user education by phone to complete the sensor scan and restore cgm pairing. Investigation of this case revealed a transient communication or pairing issue between the ilet and the libre 3 plus sensor that resolved after a repeat scan, consistent with known intermittent cgm connectivity or initiation issues. It was concluded, based on previously established findings for similar reports, that user-system interaction and temporary cgm communication factors were the most probable cause.